Event description:
The customer contacted stryker to report that their device failed to shock a patient in cardiac arrest. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
The electronic records were downloaded for review. The issue was able to be verified. It was observed that there were multiple instances of device being charged and the charge being removed, but the reason could not be identified as the button logs does not have enough information regarding the event. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause of the reported issue could not conclusively be determined.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to shock a patient in cardiac arrest. There was no report of patient harm associated with the reported event.